Manufacturer narrative:
(B)(4).

Event description:
The patient had two resolute integrity drug-eluting stents implanted. Several weeks post index procedure, the patient reported symptoms of high blood pressure and body temperatures that are up for short periods of time and then low for short periods of time. Patient also complained of having a constant bad taste in their mouth. Patient stated that some of the symptoms are close after medication and that the physician has tried different doses etc. With no changes. Patient is on blood thinners and high blood pressure medications. Patient stated that their only allergy is to pollen but that their skin is irritated by jewellery. Patient has seen an allergist and is still having symptoms.